Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During an orif of the hip, approx 1/4 inch of the drill bit broke off and was left in the pt.